Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21215. The patient was implanted for headaches (off-label). It is undetermined which lead pertains to the reported event, hence both model 3169 leads are being reported. It was reported during the patient's permanent implant procedure, the patient's lead exhibited invalid impedances. Ineffective stimulation was also observed. Subsequently, the physician replaced the lead which resolved the issue. The procedure was reportedly extended by an hour.